Event description:
A hospital in (B)(6) reported that a rd900aeu neopuff infant resuscitator had a broken casing and the peak inspiratory pressure (pip) could not be adjusted. No patient consequence was reported. The hospital also requested to service the subject neopuff unit.

Manufacturer narrative:
(B)(4). Method: the complaint rd900aeu neopuff infant resuscitator was returned to fisher & paykel healthcare (fph) service centre in (B)(6), where it was visually inspected and performance checked based on the neopuff technical manual by a trained fph service engineer. Our analysis is accordingly based on the event description and service report provided by fph service engineer. Results: visual inspection revealed that the upper end cap of the neopuff casing was cracked. The reported fault with the pip was not replicated during inspection as the unit passed the performance checks. A lot check revealed no other complaints of this nature for lot number 111208. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to an infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the cracking of the upper end cap of the subject neopuff unit was due to impact. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." The upper end cap and plug set of the neopuff unit were replaced. The unit was returned to the hospital after passing the performance checks.